Event description:
An opti-flex nitinol stone retrieval basket was used during an ureteroscopy procedure in 2008. According to the complainant, the stone was trapped in the distal part of the ureter. When the stone was captured, the doctor exerted force to remove the stone causing one of the legs of the basket to become severed releasing the stone. The leg remained attached to the basket. The stone was broken up with a laser and the largest pieces were captured using a zero tip basket. The patient's condition was reported as "fine".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.